Manufacturer narrative:
Article citation: brown, meghan m, et al. ¿bleb complications after xen gel stent implantation linked to mitomycin c (mmc).¿ journal of glaucoma, 9 may 2025. Https://doi.org/10.1097/ijg.0000000000002588. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Via article, "bleb complications after xen gel stent implantation linked to mitomycin c (mmc)" noted a patient underwent a combined cataract extraction and xen 45 gel stent implantation with mmc bilaterally. Patient was also taking maxitrol ointment for squamous blepharitis in both eyes at the time of the implant. Two years following implantation, patient developed severe photophobia and found to have bilateral, non-healing conjunctival epithelial defects over the blebs in both eyes associated with avascular area of exposed tenon's concerning for blebitis. There was minimal improvement of the defects in the right eye with medical therapy alone including topical moxifloxacin every 2 hours, fluorometholone twice daily, and frequent artificial tear use. Topical fortified vancomycin and tobromycin were started in teh right eye along with oral moxifloxacin pills 400mg daily with minimal improvement. Bandage contact lens was applied to the right eye with no impvement of the defect over the course of a few weeks. As a result, patient underwent xen removal in the right eye with bleb revision and placement of baerveldt tube shunt. In the left eye, following aggressive medical therapy including topical steroids and bandage contact lense, there was initial improvement in the epithelial defects, but over time the defect recurred and remained refractory to further medical therapy. This left xen stent was removed with a bleb revision and a placement of a baerveldt tube shunt. Patient continued to do well after removal of both stents with no evidence of recurrent blebitis or conjunctival epithelial defects at follow up. This record is for the left eye. This is the same article reported under abbvie patient identifier (B)(6); (emdr (B)(4), (B)(6); (emdr (B)(4), (B)(6); (emdr (B)(4).